Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced shortness of breath and low heart rate. The patient was hospitalized, and the implantable cardioverter defibrillator (ICD) lower rate was increased. No further patient complications have been reported as a result of this event.